Event description:
It was reported that an ilet device was associated with blood glucose that became very high and then very low; during follow-up the user stated that glucose rises after eating and stays elevated, and that they used meal announcements as corrective entries when running high, which the user acknowledged would maladapt the algorithm, indicating an improper method in interaction with the user interface. Symptoms included no specific clinical signs or diagnosed conditions. Outcomes included no noted health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device malfunction, while a usage problem was identified, specifically failure to follow instructions related to meal announcements and corrections via the user interface. It was concluded, based on previously established findings for similar reports, that unintended use error and failure to follow instructions caused or contributed to the event.

Manufacturer narrative:
Initial.